Event description:
A healthcare professional stated that the clinic's contour meter was reading high compared to a patient's meter. While troubleshooting, she performed control tests and received results of 412 and 415 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.